Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health administrator reported that an ophthalmic operating handpiece exhibited no aspiration during the phaco mode of a cataract surgery. An alternate handpiece was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned phaco handpiece found no visual nonconformities. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Similar incident data was collected for associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).